Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure. The seal is broken. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the venous line was assembled backwards. There were five occurrences of the same event. The event did not result in delay in surgical procedure. There was no pt involvement, as this occurred out-of-box.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.